Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed two open wounds under the rear therapy electrodes. A physician prescribed hydro gel and advised to cover the area with gauze. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the skin irritation has healed. Adjustments were made to the electrode belt to avoid sitting over the irritation.